Event description:
It was reported that the patient experienced intermittent shocking/jolting sensation while in bed at night. The patient was able to decrease her setting, which made the stimulation more comfortable. Further information is being requested from the hcp.